Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to call back if any issues arise again and acknowledged and understood the guidance provided.